Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider (hcp) informed a manufacturing representative (rep) that the patient continued to see an out of regulation (oor) message on the patient programmer (pp). The patient was stated to have had an implantable neurostimulator (ins) replacement due to normal battery depletion and the hcp had thought after replacement the oor would have gone away. The message was seen on the left ins. It was unknown by the rep when calling when the oor occurred but it was stated to have been prior to the ins replacement. It was stated the patient was now two weeks post-op, and impedances were within normal limits. Therapy impedance was 1026 ohms. It was reported the patient was scheduled for an office visit on (B)(6) 2020. Information regarding the oor, xray, and electrode impedance at multiple different positions were reviewed by technical services while on the call with the rep. Additional information was received from a healthcare provider (hcp) on (B)(6) 2020. It was reported it was unknown when the oor was first observed, maybe back in (B)(6) 2019 and may be a continuation of the oor event reported on (B)(6) 2019. The cause of the oor was not determined. The ins was replaced as it was at eri on (B)(6) 2020. There were no obvious problems found intraoperatively and all impedance values were within normal limits. It is unsure if the oor message was resolved. The hcp could not reproduce the oor message after the ins replacement. The patient and device was evaluated again on (B)(6) 2020 with a manufacturer representative (rep) and could not reproduce the oor message.